Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device was surgically explanted due to having a premature battery depletion. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported.

Event description:
It was reported that this device was surgically explanted due to having a premature battery depletion. A new device was implanted. Besides surgical intervention, no additional adverse patient effects were reported. This device has been returned, and analysis is pending. Once analysis is completed, a supplemental report will be submitted.